Event description:
It has been reported to philips that the system would not start. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that no images can be saved in the system. Review of the log file indicated issues related to ippc (image processing pc) malfunction. The rse identified that the system failed to start up. Later, the customer informed the rse that the system was functioning well without any issues. The rse checked the system's case history and confirmed that there was no replacement needed. After the repair, the system was returned to use in good working order.